Manufacturer narrative:
This event occurred in (B)(6) and was reported to tepha through the (B)(4) distributor. The physician reported the issue to the regional sales manager of the distributor when she asked for feedback from the physician. The issue was observed when the doctor saw the patient months later after the surgery for follow-up. It was not reported to either the sales manager or to tepha at that time. The patient underwent radiopathy after the initial surgery and the allergan breast implant moved significantly. It is unknown if the sutures used to fixate the galaflex scaffold were adequate to hold the implant and the scaffold. It is inconclusive if the scaffold caused or contributed to the patient condition. This event is being reported in an abundance of caution.

Event description:
Physician reported to sales rep approximately 1 year after a surgery he performed - nipple sparing mastectomy with immediate reconstruction, using anatomic allergan 195cc implant under the muscle. Galaflex used in lower pole to give additional support to imf and cover implant. Following surgery, the patient received radiotherapy. The implant moved significantly following this and patient will require further surgery to revise the location of the implant.